Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device stopped working, but then some sparks came out of it.